Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the tandem pump was displaying a reading of 120 mg/dl. The patient was feeling nauseous and vomiting. She did not check a bg finger stick for comparison and did not calibrate the cgm. She at a few bites of a sandwich but continued to vomit and could not hold it down. At 4:00pm, the patient's husband took the patient to the hospital. Upon arrival, they did blood tests which showed that the patient's bg was 324 mg/dl and the cgm was showing 120-128 mg/dl. The blood tests also showed that patient was "borderline dka". The patient still felt nauseous and was vomiting. The patient was treated with IV fluids, insulin, nausea medication and other routine medication. She was in the hospital until 6:00am ((B)(6) 2025). The patient was transported to another hospital where she was also treated with IV fluids and insulin. At the time of the report on (B)(6) 2025, the patient was still in the hospital waiting on information about when she would be discharged but was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.